Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer does not recognize any pressure displaced to the pressure gauge. Failure device type: systems maintenance. Failure problem type: see case notes. Case resolution: customer does not recognize any pressure displaced to the pressure gauge. Assisted customer to review the proper setup (from user manual). Recheck of setup to pressure gauge. Test again failed. Customer explained he needed to verify his setup first. He mentions he will call back once the setup is achieved properly.